Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The reported issue was confirmed during visual inspection. Additionally, the device downstream occlusion sensor seal was observed to be separating from the bezel. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Both the battery compartment door and dso seal were replaced.

Event description:
It was reported that the device had a damaged battery compartment. There was no patient involvement. Analysis of device found downstream occlusion (dso) seal to be separating from bezel.